Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was explanted and replaced due to the premature battery depletion advisory. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
Analysis did not confirm premature battery depletion. Based on all available parameter and usage information, device longevity was within the expected limits. The device was tested on the bench and no anomalies were found.